Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, a21 error, self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed batt test alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are unable to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer states insulin pump had battery out limit alarm. Customer states insulin pump alarming at the time of call. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.